Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a procedure on an unknown date. During the procedure, the basket end broke off into the right renal collecting system. All pieces were retrieved. The renal collecting system was visually examined using fluoro litha op and confirmed that there was no foreign material. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event "the basket end break off." Imdrf impact code f2301 captures the reportable event of "all pieces were retrieved." Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed the basket was completely detached from the device. All the legs of the basket wire assembly were detached from the cannula. One wire of the basket assembly was broken. Residues were observed in the basket assembly. Microscope inspection observed crimp marks in the cannula. The device was disassembled, and it was confirmed that the whole basket assembly was detached from the pull wire. The reported event of basket wire broken was confirmed. Based on all available information, it's most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Residues were observed in the basket assembly indicates that it was used and manipulated during the procedure. Excessive force applied to the device during stone removal can lead to detach the basket assembly, also manipulation of the device can break one wire and bend the cannula at proximal section. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a procedure on an unknown date. During the procedure, the basket end broke off into the right renal collecting system. All pieces were retrieved. The renal collecting system was visually examined using fluoro litha op and confirmed that there was no foreign material. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event "the basket end break off.". Imdrf impact code f2301 captures the reportable event of "all pieces were retrieved."